Event description:
Recurrent ventral hernia repair was performed on this patient. The patient had the hernia previously repaired with kugel mesh and that product was removed with this surgery and bard mesh 10"x 14" was used to replace it. The patient developed a post operative wound infection was readmitted in 2008 for I&d and wound vac placement. Culture on the same day grew k. Pneumoniae and m. Abscessus. Has under gone weekly wound wash outs and vac changes over the last 3 months. Dates of use: 2008. Diagnosis or reason for use: recurrent ventral hernia.

Event description:
Additional info dated 2-11-09: rec'd during f/u call with pt: in 2008, pt underwent kugel mesh explant. During this surgery, another bard mesh was implanted into pt. Currently, pt undergoing wound vac treatments and wound care for infected mesh. Prior to mesh explant, pt had difficulty with a hernia recurrence, fevers, loss of mobility, hardening around the incision site, scar tissue and severe abdominal pains. At the time of this davol explant, pt reports he underwent explant of proceed (j&j) mesh at the same time.